Event description:
It was reported during the procedure when the subject coil was deployed into the aneurysm, its loops began moving into an undesirable location. An attempt was made to retract the coil for reconfiguration within the aneurysm. However, during adjustments to re-deploy, the coil detached from the delivery wire. The coil was implanted in the aneurysm by pushing it out of the catheter. The procedure was completed successfully with no clinical consequences to the patient.

Manufacturer narrative:
Due to the automated manufacturing execution system (mes) there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device was not available; therefore, a visual inspection as well as a functional evaluation could not be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. It was reported that the subject coil prematurely detached in the catheter. Additional information provided by the customer indicated that the first coil was implanted with no issues, the second coil (subject coil) advanced into the aneurysm with loop(s) going into an undesirable location, the subject coil was attempted to be retracted so as to be able to attempt reconfiguration of loops, it was observed the coil was detached from the delivery wire at this time, and the coil was ultimately deployed by pushing it out of the catheter. While there are a number of potential causes for the reported issue, because review of available information failed to identify a definitive cause and the device was not returned for analysis, an assignable cause of undeterminable was assigned to this complaint.

Event description:
It was reported during the procedure when the subject coil was deployed into the aneurysm, its loops began moving into an undesirable location. An attempt was made to retract the coil for reconfiguration within the aneurysm. However, during adjustments to re-deploy, the coil detached from the delivery wire. The coil was implanted in the aneurysm by pushing it out of the catheter. The procedure was completed successfully with no clinical consequences to the patient.